Event description:
It was reported to boston scientific corporation that six weeks following implantation of a pinnacle anterior/apical pelvic floor repair kit, the patient presented on palpation with a tender prominent vaginal vault mesh ridge associated with vaginal pain. She also presented with de novo urge and stress urinary incontinence six weeks post-implantation. An unspecified transobturator tension-free vaginal tape was placed 20 weeks post-operatively. The patient developed voiding dysfunction. The tape was unsuccessfully cut 4 weeks later, then successfully cut 24 weeks after the initial placement. The pinnacle mesh was partially excised 40 weeks post-operatively. The patient experienced ongoing, intermittent suprapubic and vulval pain and was referred to a pain clinic. All other information, including the patient's current condition, is unknown. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
This information was obtained from a presentation abstract provided by (B)(6) hosp. The complainant indicated that the device was not used past its expiration date. (B)(6).